Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent stop key on pumphead keypad, channel a. This event occurred during product evaluation. No patient injury or medical intervention had been reported related to the device. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) during service, an "intermittent stop key on pumphead keypad, channel a" was discovered. The channel a key pad was replaced. The pump passed all functional tests and will be returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.